Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller indicated the medical notes stated that the ins had become more painful and closer to the surface, so the ins was implanted deeper. At one point, the caller described the more superficial. Ins as causing some irritation. No further complications were reported. No patient symptoms were reported.